Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient experienced discomfort in the eye and one side of the haptic broken off. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Additional information has been requested.